Event description:
I rec'd consignment stock to consign at (B)(6) hospital. Upon unpacking the stock at the hospital the nun and I noticed that one of the four items we rec'd from the (B)(6) warehouse had several small holes in the packaging and was observed to have dirt on the outside.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed any add'l info will be reported in a supplemental report.